Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to adjust the cassette transport switch (s22). Adjusted s22 and cleaned and lubricated the filmer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system will not fluoro. It was noted that the film cassette was not ejecting. There was no report of pt injury.